Event description:
Customer reported the nurse call cable will not plug into the nurse call outlet on the alarm. Customer reported that they tested the nurse call cable with a known working alarm and the nurse call cable functions properly. Customer reported that this was discovered during set up, but could not provide a date when found. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found the nurse call receptacle is pushed into the alarm case and is loose but the cable fits into the receptacle as it should. However, the nurse call light does not come on at the nurse call test fixture when it should. Other functions passed when tested. (B)(4).